Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was not able to reproduce the issue. Error logs showed no issue pointing to usm 3, and intuitive motion was normal during test driving. System tested and verified for use. No parts were replaced.

Event description:
It was reported that during da vinci-assisted surgical procedure, the reporter contacted an intuitive surgical, inc. (Isi) technical support engineer (tse) to report that the surgeon experienced non-intuitive motion on universal surgical manipulator (usm) 3 when using a stapler instrument, noting that at one point they were unable to gain control of the usm for approximately 45 seconds. The reporter stated that the usm began functioning normally upon reattempt. The tse discussed potential causes such as grip mismatch or the surgeon¿s head not being properly detected by the system, though the reporter indicated the surgeon was experienced. No additional troubleshooting steps were performed.the procedure was completed with no reported injury.